Manufacturer narrative:
E1: (B)(6).

Event description:
Philips received a complaint on the v60 ventilator indicating that the pressure sensor zero had failed. The device was reported to be outside of use at the time of the reported problem. No patient or user harm reported. It was stated that the data acquisition (da) printed circuit board assembly (pcba) needed to be checked during onsite service. This investigation is ongoing.

Manufacturer narrative:
In a good faith effort (gfe) response from the authorized service provider (asp) received on 19aug2024, it was stated that the customer did not provide the serial number of the device which had experienced the pressure sensor autozero issue. The customer also did not provide the device diagnostic report (drpt) from the time of the event. The asp stated that the customer chose to not use philips for the device repair. No further information regarding the device repair or its return to use was provided. Philips is unable to confirm the final disposition of the device because the customer refusal of philips service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.